Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when the black staple reload was advanced through the device, the reload caught on the seal and damaged it. This caused air to leak when a five millimeter instruments were being used. The case was able to continue using the same device. There was no patient injury.